Event description:
It was reported to philips that the heartstart mrx defibrillator etco2 pump needed replacement. There was no reported patient involvement.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Manufacturer narrative:
Customer stated no malfunction of the device.